Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: a force sensor calibration check showed the pump is not detecting the correct force at (B)(4) lbs. The force sensor resistance was found to be in specification. Concluded a patient negligence issue - pump was exposed to both x-ray and MRI, conditions outside specifications. Unrelated to the complaint, the keypad is torn at the up key. The up and contrast keys are intermittently responding to user presses. The down and ok keys are responsive to user input. Removed they keypad cover contamination was found under the contrast, up, down and ok key contacts. Observed a pinkish contrast on the display screen the pump was tested on a (B)(4) flow test and was found to be delivering within specification. Pump has vibratory and audible features when booting to the verify screen. Ezprime steps were successfully performed with no errors. Pump was exercised for 24 hrs on a 1.0 u/hr basal program, no alarms or warnings occurred during this time. Tdd¿s add up correctly. Review of the black box and alarm history shows no errors or alarms associated with the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a torn keypad with unresponsive keys and contamination under the contacts, a dim discolored display, as well as a force sensor out of calibration. This report is made based on the results of an investigation completed on (B)(4) 2013.